Manufacturer narrative:
The customer's issue is still under investigation by merge healthcare technical support. When additional information becomes available a supplemental report will be submitted.

Event description:
Merge eye station is intended to be used in conjunction with existing ophthalmic fundus cameras to take images of the eye, perform fluorescein angiography, red free, color and icg still-image photography as well as video imaging. On (B)(6) 2017, merge healthcare received information from an account regarding a camera freezing during capture sessions while using the merge eye station. The customer thought the issue was related to the table and called the biomedical engineer in to troubleshoot the issue. The problem was resolved with a reset of the cables and a cycling of the system. On 07/05/2017, merge healthcare received additional information that indicated the issue impacted patient care, as it was unable to be used for capture sessions for several days. This issue is being reported due to the potential for harm related to the inability of the eye care professional to obtain the necessary information for procedures. No patient harm occurred as a result of this issue. Reference complaint (B)(4).